Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was not returned in original package. The tip showed signs of activation. The active tip had foreign matter, presumably biological matter. The suction tube had saline residues. The handle, shaft, tubbing and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated several times in its maximum power for one minute each test, and it worked as intended. Under coagulation function, the electrode was activated several times in its maximum power for one minute each test, and the coagulation function worked as expected. The device was working as intended on both modes using the footswitch and hand controls. The overall complaint was no confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per instructions for use (IFU), for optimal performance, safety, and convenience, the vapr electrodes automatically preset the vapr vue generator to default output settings. Caution should be used when overriding the default power settings. Use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. If power settings have been overridden to non-default values, the adjusted values will be retained when unplugging and re-plugging the same electrode, when connecting a new electrode of the same type, or when connecting a different electrode model with the same default values. If the generator is switched off and then on, a newly attached electrode will always revert to its default values. Always confirm proper, desired power settings before proceeding with surgery. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an anterior cruciate ligament (acl) repair procedure, after connecting the vapr tripolar 90 suction electrode device with the generator, the device unexpectedly started running. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.